Event description:
The facility's biomed engineer reported an 810:04 failure code. Info was requested by baxter's customer service regarding whether or not the pump in use on a pt when the failure occurred, specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.